Manufacturer narrative:
(B)(6) 2010 and discharge (B)(6) 2010: aspirin and clopidogrel.this is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2010-00641 and 1016427-2010-00092.additional information will be submitted within 30 days from receipt.

Event description:
The information received from the sapphire indicated that the patient was admitted asymptomatic with an (B)(4) in the proximal left carotid artery. The lesion was eccentric, had mild calcification and moderate tortuosity. A 10 x 40mm precise pro rx stent was deployed. There was a neurological deficit post-stent deployment. The patient had aphasia and right hemiparesis. The diagnosis of the event was transient ischemic attack (tia). The event lasted < 24 hours. The event was caused by a filled edp filter during the procedure. An export catheter was inserted to remove the debris from the filter. A cea was not performed. The patient had full recovery with no deficit. The angioguard rx was successfully deployed and retrieved. There was no devices malfunction. There was no presence of air bubbles documented. The patient was discharged the following day with no adverse event. The(B)(4)stroke scale score was 0. The stroke score was 0. The event was reported to be unrelated to the cordis product.

Manufacturer narrative:
Information was received via the (B)(4) study that during a proximal left carotid artery precise stenting procedure with an angioguard embolic protection device, after the sent was deployed the patient had a neurological diagnosed as a tia. An export catheter was inserted to remove debris from the filter. It was reported that the event was caused by a filled embolic protection filter. It was indicated as unrelated to device/related to procedure. The patient had full recovery with no deficit and was discharged the following day with no adverse event with an (B)(6) score of 0. At baseline the patient was asymptomatic with an 85% stenosis in the proximal left carotid artery. Additional medical history was indicated as synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, coronary artery disease, hypertension (systolic>140, or diastolic>90, or requiring medication, and first-degree relative with premature cad (female 5 packs of cigarettes). The lesion was eccentric, had mild calcification and moderate tortuosity. A 6mm angioguard rx was deployed and retrieved without technical difficulty. After predilation without resistance, a 10x40mm precise pro rx stent was deployed successfully. After deployment of the stent the patient had aphasia and right hemiparesis. The event lasted < 24 hours. Antiplatelet therapy included pre & post procedure and discharge clopidogrel and aspirin. The angioguard product was not available for evaluation. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01417764. This packaging lot contained 150 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Tia is well-known potential event related to the use of an embolic protection device and carotid artery stenting and is in the IFU as such. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. Additionally, the purpose of the angioguard filter basket is to trap emboli during the procedure. As indicated in the instructions for use, significantly reduced absence of perfusion past the filter basket may indicate that the angioguard basket has reached its capacity to contain emboli, and it should be removed with exchange to a new one. As it was reported there is no indication that the devices did not function as intended. Patient, lesion, and procedural factors appear to have contributed to the event with no indication of any device related issues. Therefore, no corrective actions will be taken at this time. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2010-00641 and 1016427-2010-00092.